Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels and high blood glucose and ranging from 32 mg/dl to 287 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer report they alleging pump over delivery. The customer declined troubleshooting but requested for assistance with updating their basal rates. The customer was treated with food and glucose tablet. The customer was advised to speak to the help line for assistance with updating the settings on their insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.0871 inches. No possible over/under delivery anomaly noted.